Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line was discolored. Reportedly, the customer wiped the patient line with an alcohol wipe and reported that the black color did not come off. A new cartridge would be loaded to address the reported event. Additionally, it was reported that no drops of insulin were seen going out of the infusion set tubing during fill tubing. Reportedly, the luer lock connection was not connected straight. The customer correctly reconnected the luer lock connection. The customer's blood glucose level ranged from 106 mg/dl to 110 mg/dl.